Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove either the battery or cartridge cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in insulin delivery if the damage impacts the power circuit or cartridge cap/compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 09/16/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/23/2016 with the following findings: during investigation, a visual inspection showed that battery compartment was cracked. No damage was observed the battery compartment threads. The battery cap threads were stripped and the cap was unable to secure to the pump. A test cap was used for testing and was able to secure properly.